Event description:
A customer reported error message ¿2300 s.loader step feed failure¿ on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to power off and on the analyzer, perform an all-set-home, load a rack, but the issue persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log. The fse inspected the alignment of the x1 flag and it was within specifications. Fse asked the customer to demonstrate how the error occurred and during observation, the fse noticed the rack moving forward and backward, and heard an audible noise. Upon further inspection, the fse found that the x1 foot was not properly adjusted and corrected the adjustment. Fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900 analyzer, serial number (B)(6), was installed on (B)(6) 2025. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2025 through aware date 24sep2025. There were no similar complaints identified during this searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2300) s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due misalignment of the x1 foot; however, the cause of the misalignment could not be established. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported mechanical problem with the sample nozzle assembly and main board.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.